Event description:
Device 2 of 2. Ref MFR report #1627487-2013-11513. It was reported the pt has been experiencing ineffective stimulation due to receiving stimulation in unintended areas. Reprogramming to address the issue was unsuccessful. The pt will discuss the next course of action with her doctor.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.